Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump shows a bolus of 11.2 units being delivered at 3:00 am. It was stated that the customer did not program that bolus as she was asleep at that time. It was then determined, after listening to the phone call, that the customer had been hospitalized for diabetic ketoacidosis, but no other information was obtained regarding the event. Made several phone calls to the initial caller, which was a diabetes educator. However, was unable to reach her. Left her several voice messages. Nothing further was reported.